Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for 050 initializing screen without manual restart was confirmed. The root cause could not be determined post investigation.